Event description:
The pulley wires worn out after only 61 connections of the scope. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d and r/l pulley wires ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d and r/l pulley wires.